Manufacturer narrative:
The fse followed up with the site and sent them a quote; however, the customer has not been able to provide a po for service. The customer was informed to call back to the technical support line should they decide to have the analyzer repaired. The technical support manager also spoke with the sales representative for this account and confirmed that the site was able to resolve the issue and refused any further technical support. No further action to be taken. A 13-month complaint history review and service history review for similar complaint was not performed. The lot number of the reagent is unknown. The most probable cause of the reported event is unknown.

Event description:
Customer reported that the controls have been running all over the place this week on the aia-360 analyzer. Customer indicated that they performed a full decontamination of the analyzer the other day. Customer made up all new reagents and was trying to recalibrate prostate specific antigen (psa). Customer stated that the rates are all over the place. Level ii calibrator had rates of 13.76, 27.27, 41.3. Customer requested service to check out the analyzer. The technical support specialist confirmed that all assays that the customer ran were impacted and controls were out of range. Progesterone (prog iii) was one of the assays. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting progesterone (prog iii) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.